Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed due to calcification. Subsequently, the valve was inserted in the patient and deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). At 80% deployment, an infold was observed in the valve frame. The valve was fully released and the delivery catheter system was withdrawn from the patient. A bav was performed using a 25 mm non-medtronic balloon, during which the valve dislodged to a new depth of -3 mm on the ncc and 1 mm on the lcc. A second valve was implanted within the dislodged valve. Following the procedure the patient's mean gradient was 3 mm hg. The event resulted in a 1-hour procedural delay. No additional adverse patient effects were reported. Additional information was received that a misload was not identified during the loading process, and the valve was implanted over a medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Subsequently, the valve was inserted in the patient and deployed at a depth of 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). At 80% deployment, and infold was observed in the valve frame. The valve was fully released and the delivery catheter system was withdrawn from the patient. A bav was performed using a 25 mm non-medtronic balloon, during which the valve dislodged to a new depth of -3 mm on the ncc and 1 mm on the lcc. A second valve was implanted within the dislodged valve. Following the procedure the patient's mean gradient was 3 mm hg. The event resulted in a 1-hour procedural delay. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.